Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. A correction bolus via the pump was administered to address the bg. In addition, it was reported that an unexpected reset occurred. Reportedly, the customer continued to use the pump for insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.